Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that noise was over-sensed on the right ventricular (rv) lead. The patient reported syncope episodes. Programming changes were made. The patient was stable throughout.